Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed multiple pump errors. Customer cannot recall their blood glucose reading. It was reported that the customer was off the insulin pump for a month. It was reported that the alarm happened during bolus but was able to rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Formatted history file analysis confirmed software error and the motor arm cannot communicate with the main arm alarm due to software error.